Event description:
It was reported that there were discrepancies between the sensor glucose values and the blood glucose values. The sensor glucose was 40 mg/dl but the blood glucose was 193 mg/dl. Then, the insulin pump alarmed calibration error. The customer stated that they were experiencing sleep deprivation. They calibrate the device 6-10 times a day. The insulin pump had gone into an inappropriate threshold suspend mode due to the low sensor glucose value. There were 2 calibration errors followed by a change sensor alarm, so the customer could not continue sensing. The customer declined troubleshooting the change sensor and lost sensor alarms. They will return the sensor for analysis. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.